Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery which was mildly calcified. Pre-dilatation was performed with an unspecified 1.5x8mm balloon dilatation catheter at 12 and 14 atmospheres. A 2.75x18mm xience v stent was deployed. Post-implant, a distal edge dissection was noted. A new 2.75x12mm xience v stent was implanted to cover it. There was no patient sequela and no clinically significant delay in the procedure. No additional information was provided.